Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the insulated part of the electrode was detached and fell into the patient¿s cavity. Detached piece was fully retrieved from the patients cavity. There was no patient injury.